Event description:
A tandem mobi cartridge alarm was reported, and it was confirmed by technical support as cartridge alarm 35. There was no adverse impact to the customer¿s blood glucose level. Although the customer initially declined the replacement pump offered by technical support, they expressed interest in starting the process for a pump exchange, opting to continue using the current pump and relying on an alternate method if necessary to ensure insulin delivery is not interrupted.